Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was leaking from an undefined location. Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) level was between 500 to 599 mg/dl with moderate ketones. The elevated bg was addressed by a correction injection via manual insulin therapy.